Event description:
On (B)(6) 2014 new information notes that on this event date (B)(6) 2013 the patient presented with fever and chills. He was treated with antibiotics due to endocarditis with plans for lead extraction at a later date.

Event description:
It was reported that the patient developed an infection and presented with fever and chills. The patient was treated with antibiotics. The event was completely resolved by (B)(6) 2013.

Event description:
New information on (B)(6) 2014 notes the device was out of service on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient was treated with antibiotics which resolved the issue. .